Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a supplier manufacturing issue addressed on (B)(4).

Event description:
Additional information provided: procedure performed on (B)(6) 2023 during a shoulder arthroscopy. The case was completed by using another wand. The ablator was used a couple of seconds at a time for approximately 10 seconds total until the tip broke.

Event description:
On 02/20/2023, it was reported by a sales representative via sems that an ar-9811 apollorfs metal head came off. This occurred during a case, the metal piece was retrieved. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.